Event description:
It was reported that stuck in stent occurred. The 90% stenosed 30mm length and 3.6 x 4.3mm vessel diameter target lesion was located in the severely tortous and moderately calcified right coronary artery (rca). An opticross hd imaging catheter was selected for use. During the percutaneous coronary intervention, after placing the synergy xd mr 4.00 x 12mm stent in rca proximal lesion, the opticross hd imaging catheter got stuck and it could not be removed. The shaft of the catheter was cut and it was removed. The stent was checked and there were no issues. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good. It was further reported that due to overlap the tortuous vessel and distal edge of the stent.

Manufacturer narrative:
Device evaluated by manufacturer; upon visual inspection, the sheath assembly was observed detached and a broken driveshaft was observed. The telescope and hub assemblies were not returned for analysis. The distal tip and guidewire exitport were observed in good condition via microscope/borescope inspection.

Event description:
It was reported that stuck in stent occurred. The 90% stenosed 30mm length and 3.6 x 4.3mm vessel diameter target lesion was located in the severely tortous and moderately calcified right coronary artery (rca). An opticross hd imaging catheter was selected for use. During the percutaneous coronary intervention, after placing the synergy xd mr 4.00 x 12mm stent in rca proximal lesion, the opticross hd imaging catheter got stuck and it could not be removed. The shaft of the catheter was cut and it was removed. The stent was checked and there were no issues. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.